Event description:
On 11/7/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user's mother was unable to wake them up and noticed that the dexcom continuous glucose monitor (cgm) sensor was not reading. After removing the pump, she administered emergency glucagon, which was ineffective. She then called 911, and the user was taken to the hospital. The user's exact bg level was unknown. On 11/7/24 the cds met with the user and their mother to perform a factory reset of the user's ilet pump and adjust the weight setting. The cds explained the impact of different bg targets on the ilet algorithm and discussed the potential for rebound highs following lows, missed meal announcements, and the consequences of overtreating low bgs. The user was advised to reduce the amount of skittles used to treat low bg and to announce meals to prevent large bg spikes. The user also reported ignoring low bg alerts at work, and the cds helped set more specific alerts. The user returned to using the ilet after the event. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.